Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. All features measured were conforming except the spherical radius on the cup. It was greater than .010 oversize. This could be normal depending on the duration of the implant which in this case is unknown. The head and cup appeared to show evidence of subluxation of the joint and severe edge loading. Other minor damage was observed, including scratching of the bearing surfaces, material transfer and possibly taper fretting. Backside damage was visible on the cup. However, it could not be determined whether this damage occurred during or prior to surgical removal of the components.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Upon completion of evaluation, a follow-up report will be sent to the FDA. Event has already been reported to the FDA under medwatch number (B)(4).